Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding. Concurrent conditions included bladder disorder, urge incontinence, post void dribbling, urethral hypermobility, cystocele, stress urinary incontinence, rectocele, chronic cervicitis, adenomyosis, dyspareunia, prolapse, vaginal cellulitis, uterine bleeding and hernia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("other injury(ies) or complication(s) please describe: dehiscence of vaginal cuff"), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal cuff dehiscence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal cuff dehiscence and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : apr-2010 insertion details: right side-3 coils, left side-3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-apr-2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc (potential technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding. Concurrent conditions included bladder disorder, urge incontinence, post void dribbling, urethral hypermobility, cystocele, stress urinary incontinence, rectocele, chronic cervicitis, adenomyosis, dyspareunia, prolapse, vaginal cellulitis, uterine bleeding and hernia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("other injury(ies) or complication(s) please describe: dehiscence of vaginal cuff"), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal cuff dehiscence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal cuff dehiscence and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2010. Insertion details: right side-3 coils, left side-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs & mr received. New events - ''abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dehiscence of vaginal cuff, abdominal pain¿, concomitant conditions, concomitant drugs, lot number, lab data were, reporter¿s information, patient¿s demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain') and genital haemorrhage ('bleeding- general abnormal bleed') in a 34-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding. Concurrent conditions included bladder disorder, urge incontinence, post void dribbling, urethral hypermobility, cystocele, stress urinary incontinence, rectocele, chronic cervicitis, adenomyosis, dyspareunia, prolapse, vaginal cellulitis, uterine bleeding and hernia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal cuff dehiscence ("other injury(ies) or complication(s) please describe: dehiscence of vaginal cuff"), 6 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal cuff dehiscence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal cuff dehiscence and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2010 insertion details: right side-3 coils, left side-3 coils. Plaintiff received treatment for bleeding- general abnormal bleed . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event bleeding-general abnormal bleed was added, outcome of events pelvic pain and genital bleeding were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.